Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to leakage occurred from sw box by physical stress while the user was handling the device which led to water invasion of the device or, the scope connector and/or inside of control section were corroded by the water invasion. Then, abnormality of scope connector and circuit board occurred which led to displayed error message. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service observed scope error code e315 after the device was powered on. The scope connector demonstrated corrosion and could not be connected. After replacing the scope connector, and circuit boards, the image was restored to normal. Service also found the switch box was cracked and leaking. The control section demonstrated corrosion, and fluid ingress. The light guide bundles became hard due to fluid ingress. The light guide lens demonstrated fluid ingress. The light guide tube was scratched. The scope connector demonstrated corrosion from fluid ingress. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the subject device for an unspecified diagnostic procedure, error code e315 (scope error) was displayed. Another similar device was used to complete the procedure. There was no patient or user injury reported due to the event.